Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating out-of-box. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating out-of-box. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The technician confirmed the reported event of heating up and noted that the motor assembly was corroded.